Manufacturer narrative:
Result: erroneous data generated. Conclusion: a definitive root cause has not yet been determined for this event.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report elevated and imprecise results for thyroid stimulating hormone (tsh) for 3 patient samples assayed using access hypersensitive htsh reagent on a unicel dxi 800 access immunoassay system. The patient results were reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Quality control results were within the customer's established ranges at the time of the event. A definitive root cause has not yet been determined for this event.